Event description:
It was reported that (2) 35lna were used during a laparoscopic gastric bypass procedure. It was reported by the rep that the seals on the 5mm housing broke. They were using pneumo. It is unknown how the case was completed. There was no consequence to pt.